Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery, blank display and was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer just found a crack where the clip holds on and the battery cap screws on and states the display returned. The customer declined the troubleshooting of failed battery test, low battery alert less than 1 week, low battery alert less than 1 week. The customer was advised to insert new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was monitored for several days and no blank display noted. Insulin pump passed the displacement test. Insulin pump was received with normal operating current. Insulin pump passed self-test, unexpected restart alarm test, and off no power test. No unexpected failed battery test anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected battery power loss anomalies noted. No damage on the connector/lcd isolation tape noted. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.